Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine was unable to turn on. Event occurred before treatment with no patient being connected during testing. There was no indication of patient harm or adverse event. Upon follow up, a fresenius (B)(4) technician reported that they found and replaced burnt fuses. The machine passed functionality tests, went through a cleaning, and was left functioning correctly. A sample was not returned for physical evaluation by the manufacturer.